Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer main 3.2 was not detected on the communication bus. A field service engineer reseated/ replaced the retractor cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system usc4icu main drawer 3.2 was not detected on the communication bus. The customer stated that the entire drawer was inaccessible, and they restarted the device twice to resolve it without success. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.